Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to a non specific product performance anomaly. No additional adverse patient effects were reported. Additional information was received indicating that the reason for abandoning this lead was due to increased pacing thresholds and decreased pacing impedances. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to a non specific product performance anomaly. No additional adverse patient effects were reported.